Event description:
The ceramic portion of a mitek vapr se electrode broke off. All of the broken fragment was retrieved from the patient and there was no patient consequence due to this event. If this were to recur and the fragment not retrieved, it is possible that patient injury could potentially occur.